Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the forceps stand was burned because the high-frequency surgical instrument was used without taking sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.6 inspection of the endoscopic system 4.2 using endotherapy accessories precautions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the forceps stand. There was no patient involvement.